Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer received a pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.) The customer received pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement.), battery failed alert, air bubbles on the reservoir, the reservoir leaks, pump was not giving bolus due to pump errors, and pump exposed to fluid. The customer reported blood glucose value of 3330 mg/dl. The customer reported hyperglycemia was treated with insulin pump. The event involved products mmt-242a, mmt-1880, mmt-332a. Troubleshooting was performed for battery failed alarm and there was no damage reported to battery cap contacts or battery compartment. The customer did not receive another alarm after replacing battery. Troubleshooting was performed for pump errors and the customer was able to clear the error but was unable to complete the rewind process. Troubleshooting was partially performed for hyperglycemia and later customer did not feel ok to troubleshoot. It was unknown whether the insulin pump system was used within 48 hours of the reported high blood glucose event. It was unknown whether the auto mode/smartguard feature was active at the time of the high blood glucose event. Troubleshooting was performed for air bubbles anomaly and reservoir leakage and found that there any cracks/splits in the barrel. Troubleshooting was partially performed for fluid in pump and later customer declined. No further patient complications were reported. It was unknown whether the customer will continue using the infusion set. No product return is required for mmt-242a. The customer will discontinue the use of the insulin pump and reservoir. Mmt-1880 was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement test, active current measurement, sleep current measurement, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Pump¿s history and trace files downloaded successfully using thump software. No "no delivery" alarms noted in the pump history/trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarms noted during testing, however noted in the pump trace download on 03/19/2025 15:31:56.000. No pump error 43 or pump error 130 alarms noted during testing. However, pump error 43 confirmed in the pump history/trace files on 03/19/2025 15:31:41.000 and pump error 130 confirmed in the pump history/trace files on 03/19/2025 15:21:46.000. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Pump was cut open to perform visual inspection and found corrosion damage on the motor and moisture exposure to pcba 1 board. The motor was tested outside of the device and passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked case on the battery tube side. Failed battery alarms not confirmed during testing or in the power management graph. Insulin flow block alarms not confirmed during testing. Pump error 43/pump error 130 alarms confirmed in the pump history files due to corroded motor home switch. Moisture exposure confirmed on the pcba 1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.